Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Investigation flow: the 2.7 mm universal drill guide (p/n: 323.26, lot #: l276074) was returned and received at us cq. Upon visual inspection, it was observed that the 2.7 mm drill sleeve was bent and missing the universal head component (323_26_2). The unknown threaded head received does not belong to the drill guide. No other issues were observed with the returned device. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Service and repair evaluation: it was observed that universal drill guide was broken. The repair technician reported the device fixed side teeth are bent and damaged and the wrong threaded head was sent back. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed the device received was missing components. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the 2.7 mm universal drill guide (p/n: 323.26, lot #: l276074). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The components are able to be disassembled and were likely misplaced and misassembled during the device's handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 323.260. Lot: l276074. Manufacturing site: hägendorf. Release to warehouse date: 17.may 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Reporter is a j&j employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a routine incoming inspection of a loaner set at fsl ups (B)(6)site, it was observed that universal drill guide was broken. There was no patient or hospital involvement. This report is for one (1) 2.7mm universal drill guide. This is report 1 of 1 for complaint.